Manufacturer narrative:
Correction to this report: this report is a duplicate event and is reported under (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff removed. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff removed. Should additional information be received a supplemental report will be submitted.